Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the customer had high blood glucose. Customer stated she is unable to get blood glucose down. Customer treats with insulin, her blood glucose comes down to 200mg/dl, eats and then her blood glucose goes back up. Customer blood glucose was 530mg/dl; treated with syringe. The customer's current blood glucose was 115mg/dl. During troubleshooting, the customer performed high pressure test and it resulted to no delivery. Advised customer to change entire set, reservoir, insulin and treat per doctor's instruction.